Event description:
A patient was discovered having a pulmonary embolism two days after discharge from the hospital post radio frequency ablation of atrial fibrilation. Thrombolytics were administered within the hospital stay after the patient was re-admitted to the hospital. Initially the customer assumed that the preface sheath they used may have "clotted". Upon further follow-up via the bwi representative with the hospital, the physician no longer believed that the embolism was caused by the preface sheath. They now contribute the event to a staff error while maintaining the flow rates on the sheath. The patient had fully recovered with no residual effects. It was stated that this event was unrelated to the procedure nor device. It is unclear if any char/coagulum was found after withdrawal of these catheters and/or if there was any issue encountered while using the catheters during the procedure. Multiple attempts have been made to request clarification, however no further information had been provided.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, (B)(4). Stockert rf generator: model #:m-5463-01, (B)(4). Navistar catheter (device was discarded/ not returned for investigation): mfg #: d-1183-08-s, lot #.: 15398785m. Webster 4-pole catheter - quantity 3. (Devices were discarded/ not returned for investigation): model #: d-1085-205-s, lot #.: unknown. Webster 10-pole catheter (product was discarded/ not returned for investigation): model #: d-1088-127-s, lot #.: 15409642l. (B)(4).